Event description:
Patient reported right side "capsular contracture, baker grade unknown and symptoms of breast implant illness." Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "capsular contracture, baker grade unknown and symptoms of breast implant illness." Device remains implanted.

Event description:
Patient reported right capsular contracture baker grade unknown, "hard piece of bag protruding", "causing inflammation", "implants really affecting their health". Patient also reported the events of "cysts" and "breast implant illness" which are non-device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4.

Event description:
Patient reported right capsular contracture baker grade unknown, "hard piece of bag protruding", "causing inflammation", "implants really affecting their health". Patient also reported the events of "cysts" and "breast implant illness" which are non-device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5.

Event description:
Patient further reported "I am in pain", "the radiologist that did the mammo and scan did say that it is causing inflammation and aggravation to the surrounding tissue", "the last scan that I had has shown that cysts are forming and inflammation in the area is worsening". Event of "cysts" is not device related. The device has been explanted.